Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm occurred during a load sequence. The customer stated the button was stuck, nothing pressing on the wake button. Customer's blood glucose was 175 mg/dl. Reportedly, the customer was able to clear the alarm and continued to use the pump for insulin therapy.